Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the centrifugal pump console. The incident occurred in (B)(6). Livanova service representative was dispatched to the facility and confirmed the reported issue. A new control panel was fitted in order to solve the issue. The affected panel was returned to livanova which could reproduce the reported knob failure. The root cause of the blocked knob can be traced back to a defective shaft angle encoder.

Event description:
Livanova received a report that the speed control knob of centrifugal pump console control panel did not work. The issue was detected during set-up. There was no patient involvement .